Event description:
It was reported that the patient's catheter was disconnected from the pump. No patient symptoms were reported. The hcp stated that the patient is being supplemented with oral baclofen. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
It is unknown which catheter is disconnected.